Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to remove guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the non-tortuous, eccentric, mildly calcified, 75% stenosed, mid left anterior descending (lad) artery with a vessel diameter of 2.7 mm and lesion length of 10 mm, predilatation was performed with a trek balloon dilatation catheter (bdc) at 10 atmosphere (atm). After inflation it was noted that the bdc became stuck with the guide wire and both devices were removed as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.